Event description:
It was reported that a patient with an implanted pacemaker complained of "itching from the top of her head to her toes." The system remains in use. No further patient complications were reported due to this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.